Event description:
It was reported that during the implant procedure the maneuvering and positioning of the implantable pacing lead (ipl) lead became more difficult as it was attempted to be positioned. Blood contamination was suspected and the ipl was temporary extracted out of the body. A straight and moisten stylet was used and the ipl was inserted but the stylet lumen was scratching and not feeling smooth. The ipl was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.